Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited scope communication error e216 during a therapeutic procedure. The error was cleared after the videoscope was wiped with a gauze and reconnected. The procedure was completed with the same device. There were no reports of patient harm.